Manufacturer narrative:
D10/d11: concomitant medical products- date returned to mfg - (B)(6) 2020.h10 - one used list# 146870489, primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. Lot# 4737090 was received for evaluation. The complaint of occlusion can be confirmed on the returned used 146870489 primary plum set. As received there was a partially white and translucent piece of semi rigid material inside the plum cassette. The primary plum set was primed per package instructions. There was resistance in flow due to the material found inside the cassette. The set was disassembled to evaluate the cause of the occlusion. The material inside the cassette was semi translucent and at one end there was some blush from deformation. The material was identified as an overflow silicone part which normally is discarded. The probable cause of the occlusion is due to the overflow part not being removed during the molding process. A device history review for lot# 4737090 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation. It is yet to be received.

Event description:
The event involves a plums set that cannot prime and has white materials observed in the cassette. There was no patient involvement nor harm.